Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard console (sn (B)(4)) displayed a tcm ID:06 (ce post failure) error message. Altenative methods were used to continue with treatment. Patient's status information was requested but the customer did not provide a response.